Event description:
It was reported that two months post implant the patient experienced a pulmonary embolism and it was unknown if the right ventricular (rv) lead was the cause. Since the embolism, the rv lead had possibly moved and the capture threshold had risen. The output on the lead was increased and it remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.